Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges bolus can not be entered and meter does not calculate bolus data. Meter was unavailable for use and therefore did not provide any bolus advice. Customer reportedly was hospitalized with hyperglycemia and blood glucose reading of 25.0 mmol/l; treatment received was not provided. Requested return of the alleged device for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.